Manufacturer narrative:
Additional information: it appeared that the device had become caught on the internal part of the thumbwheel and had come out of the bottom of the device. The thumbwheel was stiff during rotation attempt. There was no stent struts exposed within the patient during deployment attempt. The thumbscrew/lock-pin was not removed prior to attempted deployment. No intervention was required for the removal of the device; however, the wire had to be removed as well. The device was safely removed from the patient. Stents struts were exposed/visible on removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the everflex entrust self expanding stent during procedure to treat the superficial femoral artery. No embolic protection was used. There was no damage noted to the packaging and no issues when removing the device from the tray/hoop. The device was prepped per the IFU with no issues. It was reported that the device fractured at the handle while trying to deploy and the stent failed to deploy. The device was withdrawn as per normal procedure. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device and no excessive force used. The procedure was completed by using an dcb balloon instead. No patient injury reported.

Manufacturer narrative:
Device evaluation the device was returned with the red safety tab removed, the inner lumen exiting though the red tab slot and with a guidewire stuck in device. Guidewire confirmed as 0.017. The device was returned with the stent fully enclosed and confirmed as 150mm. The handle was cracked open, the inner lumen was kinked, and it was found that the pullwire was still attached to the outer shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.